Event description:
Battery drained prematurely, may be due to device given previous device problem, possible device related. No pt use is associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation pending device return.